Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Correction: h6: field should reflect product not returned.